Event description:
Boston scientific (formerly guidant) received information that a transtelephonic check of the patient with this pacemaker, revealed that the device was intermittently oversensing ventricular events. The patient denied experiencing palpitations.

Manufacturer narrative:
The clinician resolved the issue by reprogramming the ventricular sensitivity. The device remains implanted. No additional information is available at this time. If additional information becomes available, the event will be reopened. Additional information was received that the device was later electively explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Event description guidant received information that that a transtelephonic check of the patient with this pacemaker, revealed that the device was intermittently oversensing ventricular events. The patient denied experiencing palpatations.